Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during dwell 1. The technical service representative (tsr) had the home patient (hp) inspect the bags. The hp stated that the supply bag became loose. The tsr had the hp cycle the power to end therapy. The tsr then advised the hp to start over with new supplies and to contact their registered nurse (rn) about possible exposure to unsterile air. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2012 the regarding reported problem. The hp stated that the supply bag coming loose was their fault; they stated they believed they did not tighten the connection very well that evening and that what caused the bag to come loose leading to the alarm. The hp stated they did talk to their nurse about it and everything is fine. The hp stated there were no problems with the supplies, just their error. The hp stated therapy has been continuing as normal since then. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the supply bag and the line, which is a use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is known, a batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.